Manufacturer narrative:
(B)(4). Batch # p5616h. Evaluation conclusion: the analysis results found that the cdh25a device arrived and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. In addition, the staple retainer was present. Further analysis, the trocar was noted to have what appears rust. However no conclusion could be reach as to if in fact it was rust present, as traces of dry body fluid were found in the staple pockets. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding the "rust" on the ancillary trocar of the cdh25a. As the ancillary trocar is made of plastic there isn't any portion of the trocar that would "rust". Can you please provide further detail of the issue with the trocar. Not the ancillary trocar, it is the trocar that is integrated with device.

Event description:
It was reported that during an open pancreatoduodenectomy, when the stomach was anastomosed to the small intestine, found the trocar of the device was rusting. Another like product was used to complete the procedure. There is no report on the patient's injury.